Event description:
It was reported that during set up for a procedure, upon being plugged in the e-sep pencil would make a buzzing sound. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H6: the quality investigation is complete.